Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and ¿if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿ it advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that after wearing the pod on her arm for 3 days she noticed pain and irritation at the site. On (B)(6) 2016, she went to see her doctor who prescribed her antibiotic. On (B)(6) 2016, her site was not getting better so she went to see her doctor again who drained the site and she was given IV antibiotic, cephalexin, ceftriaxone, sulfamethoxazole for her site infection and deep abscess.